Manufacturer narrative:
Customer report was confirmed. Catheter was returned in unopen package. The tear was found in the surface of the tray. The outer box was returned and not damaged. The tape with black arrow was present when received from customer.

Event description:
It was reported that a scratch mark was observed on the tray. There were no patient complications reported. Device was returned and evaluated as per evaluation results event is reportable.

Event description:
Note: this report pertains to one of three related complaints. Please refer to manufacturer report numbers 3005099803-2010-00869 and 3005099803-2010-00870 for the other associated device information. It was reported to boston scientific corporation that a gold probe, an endostat ii electrosurgical generator, and an endostat footswitch were used during an esophagogastroduodenoscopy (egd) procedure within the duodenum on (B)(6), 2010. According to the complaint, the patient was being treated for a duodenal ulcer. Upon removing a clot from the ulcer, the site began to actively bleed. The physician attempted to control the bleed by placing a clip; however, he was unable to place the clip in a location that adequately controlled the bleed. The physician then used a gold probe (in conjunction with the endostat unit and footswitch) to try and coagulate the bleed site but was again unsuccessful. The patient was sent to open surgery to stop the bleed where the surgeon was able to successfully control the bleed. The patient was sent to the ICU for one night and was awake, alert, and well the following morning when he was released from the hospital. Following the procedure, the complainant tested the gold probe, endostat unit, and endostat footswitch and could not identify any issues with them. They noted that the endostat unit is typically used to provide coagulation and irrigation simultaneously, which coupled with the amount of blood, may have inhibited successful hemostasis. Note: on february 5, 2010, a physician at the complainant facility filed a report with a boston scientific sales representative concerning the aforementioned gold probe. At this time, the complainant did not mention an issue with the endostat unit and footswitch. On february 8, 2010, a biomedical technician filed a separate report regarding concerns related to an endostat unit and footswitch. It was not discovered until february 16, 2010 that these two separate reports in fact dealt with devices used in unison during the same procedure.

Manufacturer narrative:
Initially device was evaluated in (B) (4); however, returned to (B) (4) and re-evaluated. Received one (B) (4) catheter in its original box in sealed tray and (B) (4). Customer report of "scratch mark was observed on the tray" was not confirmed. One cut/slit 0.8 inches and one indentation-like marking 0.5 inches in length was noted on the clear (B) (4) at both ends of the clear tape. The (B) (4) was opened and no visible damage was observed on the sealed tray.